Manufacturer narrative:
One refurbished vulcan generator part number 7209673f, was received on 03/24/2015 and confirmed to be serial number (B)(4). Product passed functional testing and 6 hour burn-in with no faults or errors. Product's impedance readings and power output normal during actual cutting with both mono polar and bipolar probes. All functions perform as expected. No problem found. Footswitch, probe, and pad used by customer were not returned with product for analysis. Product was shipped to customer as a refurbished unit on (B)(4) 2004. A split pad with the surface area of at least 20 square inches is required. Vallylab pads meet this requirement and are recommended by smith-nephew for use with the vulcan eas generator. It is unknown at this time if the 3m pad meets this requirement.

Event description:
Patient experienced a third degree burn at grounding pad site, upper thigh. This was noticed after the procedure. Vulcan generator has a 3.71 software. A 3m pad was used. No other information was given on the grounding pad. Per sales rep. Follow-up attempt was made for additional information; however, the operating room nurse that was present at the facility is on medical leave indefinitely.

Manufacturer narrative:
Although anticipated, the device has not been received for analysis. (B)(4).